Event description:
On (B)(6) 2013, the reporter contacted animas and left a message alleging the keypad buttons are sticking. There was no allegation of an adverse event. This complaint is being reported as the alleged issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/10/16. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2016 with the following findings: testing was unable to investigate complaint. Pump powers up to blank display. Keypad peeling. Opened keypad, found contamination on all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.